Event description:
Reporter alleged blood glucose measured 88, 108, 163, 137, and 149 mg/dl when all tests were performed back to back within one minute of each other. It was stated customer went to the doctor as a result one hour later and their meter read 289 mg/dl. No treatment was reportedly received or any other actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.